Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had stumbles but no serious falls, but noted that they did have a fall close to the time they noticed a change in therapy. During the call the patient was able to connect with the ins and verify that stim was on, but they did not feel stim at 2.3 v and still did not feel it after increasing to 7.5 v. The patient was redirected to their hcp, but they noted that they did not have their hcps information. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's lack of stimulation was due to falling while trying to get away from a wasp which the patient is allergic too. The va cannot fix the lead until december in which the patient has an appointment in the november/december time frame. The issue has not been resolved. A manufacturing representative (rep) attempted to fix it, but the stimulation goes up into the patient's stomach which they cannot tolerate. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the leads came loose when they fell. The patient noted that their hcp was on maternity leave and would contact them sometime in november or december to address the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional and a manufacture representative reiterated that the patient fell and was feeling groin pain that goes up to the battery site in the right abdomen and the nipple line towards the back on the whole right side. It was noted that the patient only uses stimulation about every 6 months or so as they don't need it. The new pain was not being covered by the stimulation. Impedances were within normal limits. The patient decided that they wanted the ins system to be explanted, so an explant surgery was being planned. No further complications were reported.